Event description:
It was reported that a few weeks following a water vapor thermal therapy procedure, the patient went to the emergency room due to blood clots in the bladder that led to an obstruction. The patient was catheterized to clear the bladder and then was sent home; however, the bleeding persisted for several weeks and blood has been evident at the beginning of the urine stream. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of hemorrhage, obstruction and hematuria are known risks associated with the use of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a few weeks following a water vapor thermal therapy procedure, the patient went to the emergency room due to blood clots in the bladder that led to an obstruction. The patient was catheterized to clear the bladder and then was sent home; however, the bleeding persisted for several weeks and blood has been evident at the beginning of the urine stream. No additional information was reported.